Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the difficult clip deployment. It was reported that on (B)(6) 2017, two mitraclips were implanted to treat grade 3 functional mitral regurgitation (mr), successfully reducing mr to 1. On an unspecified date, due to disease progression, the mr increased to grade 3. The implanted clips were noted to be well attached to the leaflets and functioning as intended. On (B)(6) 2017, a second mitraclip procedure was performed. The clip delivery system was advanced to the mitral valve. After retracting the actuator knob nearly 1cm, the clip seemed to release from the delivery catheter (dc) shaft, but the shaft was wedged. The dc handle was turned 1/8 turn clock and counterclockwise, and after nearly one minute, the clip deployed successfully. Two clips were implanted, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The reported device operated differently than expected (shaft wedged) was determined to be due to procedural conditions of the difficult deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.